Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device had flow issues. The following information was provided by the initial reporter: cannula placed on the patient, dripping weakly from the beginning. After administration of induction drugs cannula stopped working completely. In the administration of induction drugs is not a problem, the cannula is clearly in the vein. Sevoflurane on top and the patient placed another cannula at the same time. Initially dripped weakly, after which stopped dripping completely. Again, the cannula is clearly in the patient's vein, dripping to drip without problems when the q-ignition valve is removed from between. So it seems that qsyte is the problem.

Manufacturer narrative:
H.6. Investigation: bd received a q-syte closed luer access device from lot 0300680 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the unit. Next, the unit was tested for flow rate. The observed flow rate was determined to be acceptable and within product specifications. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found a definitive root cause could not be determined.

Event description:
It was reported that q-syte closed luer access device had flow issues. The following information was provided by the initial reporter: cannula placed on the patient, dripping weakly from the beginning. After administration of induction drugs cannula stopped working completely. In the administration of induction drugs is not a problem, the cannula is clearly in the vein. Sevoflurane on top and the patient placed another cannula at the same time. Initially dripped weakly, after which stopped dripping completely. Again, the cannula is clearly in the patient's vein, dripping to drip without problems when the q-ignition valve is removed from between. So it seems that qsyte is the problem.